Manufacturer narrative:
Product is expected to be returned but has not yet been received.

Event description:
It was reported the pt presented with pain at the bottom of the construct (levels previously treated were l2-l5). Upon incision it was found the bottom left closure top was backed out of the screw and a pars fracture had developed in the pt. Additionally, it was noted the l5 screws were loose. The construct was removed and replaced but also extending down to s1.